Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported finding liquid coming out of needle when inserting air into vials for her 3 year old injections. The insulin is now cloudy and does not want to use the syringes.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported finding liquid coming out of needle when inserting air into vials for her 3year old injections. The insulin is now cloudy and does not want to use the syringes.

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2143234. All inspections were performed per the applicable operations qc specification.